Event description:
The doctor was performing a bursectomy, due to the patient complaining of hip pain, after exchanging the poly the doctor pulled on the stem and realized it was loose. He then extracted the stem and reimplanted an accolade 2.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding loosening involving an accolade stem was reported. Conclusion no allegation of failure was made against the the device. Based on the information provided there is no indication that the product reported in this investigation contributed to the event.

Event description:
The doctor was performing a bursectomy, due to the patient complaining of hip pain, after exchanging the poly the doctor pulled on the stem and realized it was loose. He then extracted the stem and reimplanted an accolade 2.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.